Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that the patient experienced leg weakness due to hematomas. The physician did not believe this to be related to the device. The device was removed and there have been no reports of further complications regarding this event.